Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an ablation procedure. Upon review, the right ventricle lead was dislodged and exhibited failure to capture. The right ventricle lead was repositioned on (B)(4) 2021. Patient was stable.